Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their graph button and arrow button on the insulin pump had to press 10 times to get it respond. The customer¿s blood glucose was unknown. Troubleshooting was done for keypad anomaly. Customer reported that the issue frequency was almost everyday. Customer reported numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer was advised to remove battery from pump and replace with a recommended new or fully charged battery. Customer reported that after changing battery speed of button response was improved. Customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.